Manufacturer narrative:
Investigation summary: level a investigation. - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for leakage & the 1st related complaint for bending during use pe on lot # 8233893. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g experienced leakage and an inability to inject insulin during use. The following information was provided by the initial reporter: material no: 320119, batch no: 8233893. Verbatim: consumer stated on (B)(6) 2019, during injection into her stomach, insulin squirted everywhere. She did not get her dosage. Stated its never happened before and she does not prime before use. Stated the needle at patient end was also bent. Stated she wasted her insulin. Discarded sample. Lot: 8233893, expiration date: 2023-08-31, item: 320119, occurrence date: (B)(6) 2019.